Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. The complete name is (B)(6) hospital.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) o ring at the helium connection end between the host and the cart was broken, resulting in helium leakage. The current leakage situation is after replacing the o ring. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was a damaged o-ring. The unit passed all functional and safety tests after replacing the o-ring.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) o ring at the helium connection end between the host and the cart was broken, resulting in helium leakage. The current leakage situation is after replacing the o ring. There was no harm reported.